Manufacturer narrative:
The device was available for evaluation and initial observation shows the tip fractured off the main body of the instrument. There is visible twisting in the counter-clockwise direction on the remaining portions of the driver. This issue is consistent with excessive loading. However, the exact cause of the reported issue could not be determined.

Event description:
It was reported that the tip of the driver shaft broke and remains in the screw within the patient.